Event description:
It was reported that shortly after implant, this right atrial (ra) lead connected to a pacemaker, exhibited high out of range pace impedance measurements greater than 2000 ohms. Additionally, technical services (ts) noted an atrial tachy response (atr) with noise after the lead safety switch (lss) that appeared to be a result of oversensing of myopotential signals from unipolar sensing. Further evaluation was recommended to confirm lead location. No adverse patient effects were reported. This device system remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.